Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board coin battery, generator battery pack, x-ray tube, tube fan and the f4 fuse on the power motor relay board were replaced. A generator calibration was performed. The system was tested and found to be working as intended and put back into service.